Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Evaluation summary: the balloon chamber was torn circumferentially exhibiting an irregular tear that was to the proximal marker band at its longest and approximately 5mm toward the proximal balloon bond at its shortest. The inner shaft was torn at the distal end and had been stretched 74mm beyond the proximal marker band. The distal marker band and part of the inner shaft was missing. The shaft exhibited a witness mark from the distal marker band 22mm from the distal tip of the inner shaft. The proximal marker band was laterally compressed (pinched) and the material was stretched exposing part of the marker band witness mark.

Event description:
This procedure was performed in (B)(6). An 8x40 evercross was being used to post dilate a stent in the right common iliac artery. The balloon burst before reaching its burst pressure. The iliac was calcified. When the physician tried to withdraw the burst evercross balloon from the sheath, the balloon would not fit back through the sheath. The physician tried to manipulate the balloon to get it to fit back through the sheath and the evercross would not come. The physician removed the 6f sheath and tried removing the balloon without a sheath, but it still would not come out. The sheath was reinserted and force was needed to retrieve the balloon from within the 6f sheath, resulting in the distal end of the balloon becoming detached from the evercross balloon catheter and therefore was left in the patient's external iliac. A stent was then placed over the top of the loose piece of the balloon in the external iliac to cage it into place and to prevent it from moving down into the femoral artery. The patient suffered a large hematoma as the groin was difficult to close and later had to go to surgery to have the groin surgically closed. The patient is now doing fine.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.